Event description:
On 07/21/2021, fujifilm medical systems u.s.a., inc. Was informed that a patient developed pseudomonas aeruginoisa bacteraemia within 3 days after his ercp procedure held (B)(6) 2021. The facility got the typing results back on june 17, 2021 and they show that the strain from the patient matches the one isolated from the scope. They share the same vntr profile. The scope has been reprocessed several times since use on this patient but not used on any other patients. There was no death or other serious injury associated with this event.